Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed and the fiber cap detached at 130,000 joules of use. The case was continued using a second fiber. At 230,000 joules while using the second fiber, diminished tissue vaporization and forward-firing were observed. The procedure was completed using an alternative surgical method (rtu). There was no injury reported. This report is for the second fiber used.

Manufacturer narrative:
The component fiber and cap refer to the results thermal problem. Reference MFR. Report #: 2937094-2013-00681. Fiber analysis: the fiber's metal cap was found to be detached and returned with the product; the cap showed of severe charring. The glass cap was found to be fractured near the fiber/cap fusion zone and the distal end of the outer flow tube found to be crushed and damaged. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam and or the system would revert to standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or anatomical/procedural factors encountered during the procedure.